Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a failed battery alarm. The insulin pump was up and running at the time of the call. The customer was using a new battery. The customer was advised to monitor the insulin pump and call back if the issue persists. The customer will be sent a battery cap. The customer's blood glucose level was unknown.